Event description:
On (B)(6) 2013, the nurse reported that a procedure was performed on the pt's wound in the physician's office, and the wound is hemorrhaging frank red blood. On (B)(6) 2013, the following info was reported to kci by the nurse; the procedure was unrelated to v.a.c. Therapy, and the hemorrhaging initially ceased with the application of pressure. V.a.c. Therapy was re-applied, and the hemorrhaging resumed. The pt went to the emergency room, and the wound was cauterized. The pt received two units of packed red blood cells.

Manufacturer narrative:
On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the pt. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pt who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anatomosis or grafts) / organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.